Manufacturer narrative:
The device associated with this report was not returned. Complaints will be monitored through post market surveillance reviews. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The delta xtend locking screwdriver broke a tooth while tightening screw.